Event description:
It was reported that during preventive maintenance, the safety disk of the cs100 intra-aortic balloon pump (iabp) was found to be deteriorated. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). Updated fields : b4, d4 (unique identifier) , g1 (contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 a getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the safety disk (0997-00-0985-15). The unit passed all functional and safety tests. The iabp was returned to the customer for clinical use.

Event description:
N/a.